Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was in emergency room and hospitalized for low blood glucose on (B)(6) 2021. Blood glucose reading was 1.3 mmol/l. Customer's current blood glucose was 23 mmol/l. The customer stated they became unresponsive from their low blood glucose. Customer reported symptoms related to low blood glucose such as dizzy, shaking, sweating and very hungry. Customer reported that the insulin pump was over delivering because they go low after bolus. The customer was treated with glucagon at the hospital. The reservoir will be returned for analysis.